Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 she was sitting in her office at work when she became dizzy, but because of the meter issue she could not check her glucose status. Customer¿s supervisor noticed she appeared pale and then lost consciousness. Paramedics were called and customer was transported to the hospital. At the hospital, a reading of 778 mg/dl was received on an unspecified hospital device. Customer was diagnosed with hyperglycemia, admitted to the hospital for a three-day stay and treated with insulin and unspecified intravenous infusions. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem) was incorrectly documented in the initial MDR. Adverse event/product problem has now been updated to reflect case details. (If follow up, what type?) Was also inadvertently missing from the initial MDR. If follow-up, what type has also been updated.

Manufacturer narrative:
The customer's meter has been returned and an investigation was performed. Performed visual inspection on meter. No issues were identified. A known good battery was used and the returned meter powered on with button depression and retain test strip insertion. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 she was sitting in her office at work when she became dizzy, but because of the meter issue she could not check her glucose status. Customer¿s supervisor noticed she appeared pale and then lost consciousness. Paramedics were called and customer was transported to the hospital. At the hospital, a reading of 778 mg/dl was received on an unspecified hospital device. Customer was diagnosed with hyperglycemia, admitted to the hospital for a three-day stay and treated with insulin and unspecified intravenous infusions. There was no report of death or permanent injury associated with this event.